Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with the meter on one patient compared to the lab. Results as follows: date: (B)(6) 2011, inratio: 5.0, lab: >15.0. Lab draw was performed within 30 minutes. The patient's therapeutic range is 2.0-3.0.